Manufacturer narrative:
(B)(4). Initial reporter email address (B)(6).

Event description:
It was reported that an app crash alert occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse as the app was manually closed. No injury or medical intervention was reported.